Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
A patient reported: the implant was performed on (B)(6) 2023, and immediately upon awakening from the procedure I experienced severe pain in the right groin, along with difficulty standing and emptying my bladder. This pain has never resolved and has progressively spread into my hip, down my thigh, and below the knee. Despite numerous treatments attempted for pain relief, none have been effective, and I am currently on morphine. My functional capacity is severely limited: I can stand for no more than 15 minutes and walk for only 5 minutes, while sitting or lying down is extremely painful and causes severe insomnia. At night, I am forced to change position every two hours because I cannot tolerate maintaining any posture. For outdoor mobility, I must use a manual wheelchair. I also suffer from unbearable pain and significant difficulty with urination. Subsequent medical examinations revealed a large longitudinal erosion of the ureter, and a blue strip is visible by transparency through the vaginal wall. Since this intervention, which was presented as safe and quick, my quality of life has been devastatingly altered, and my life as a wife and mother of four children has been profoundly impacted.